Manufacturer narrative:
Concomitant product(s): a 407652 lead, implanted: (B)(6) 2010; 419688 lead, implanted: (B)(6) 2010; 0185 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.